Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine. If any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis. The patient's blood glucose (bg) values reached over 1000 mg/dl. The patient had a elevated heart rate and was vomiting. For treatment, the patient was put on intravenous (IV) of insulin and diagnostic tests. The pod was worn between 36 and 48 hours on the leg. The patient was discharged the same day. The pod was discarded.